Manufacturer narrative:
Product complaint # pc-(B)(4) additional information: h6 component code: g07002 - device not returned additional information provided: was surgery delayed due to the reported event? --> no, was procedure successfully completed? --> yes, were fragments generated? --> no, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, tried opening another suture pack and same issue occurred. Doc has used this exact suture for years and has not had this issue before. We were able to isolate the lot #. Additional information has been requested and received. Attempts to obtain the device have been made. 1. Please clarify how many devices was used on this single procedure - 3 suture packs (24 sutures) 2. Please clarify if this event happened pre-op or during surgery? During surgery 3. Please clarify how many devices pull of and how many devices break - complain was about 3 sutures in one pack, then another pack was opened and 2 sutures had issues 4. Please confirm 34 devices are available for evaluation - yes 5. Status of product return - product has not been returned as the box sent is not big enough additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. -how many devices pulled off during surgery for this patient? -how many sutures broke during surgery for this patient? -are the samples with issues being returned? -or are only representative samples from the same lot being returned? H3 evaluation: the product was returned for evaluation. The returned product determined that it was received thirty-four unopened samples pertain to the product code . As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using an instron equipment, the pull force and tensile force were above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Representative samples returned under 2210968-2024-05664 to support investigation of suture breakage and needle pull off device issues captured in reports: 2210968-2024-05665, 2210968-2024-05666, 2210968-2024-05667, 2210968-2024-05668. Analysis results have been included in initial reports for each. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a spine procedure on (B)(6) 2024 and suture was used. The suture is breaking/pre-maturely popping off before desired. No patient harm. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/26/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: how many devices pulled off during surgery for this patient? Not sure what is meant by ¿pulled off¿ but it was about 5 sutures in total between 2 packs of sutures (8 sutures per pack, so 5/16 sutures used) how many sutures broke during surgery for this patient? 5. Are the samples with issues being returned? No those were not kept. It was reported to the rep the next day and the sutures with issues were not kept. Or are only representative samples from the same lot being returned? The samples being returned are just samples from the same lot.